Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noticed that the leading haptic was stuck under the optic. Leading haptic was folded so the surgeon could not tell if it would be stuck or not until the lens was already inserted. The patient had shallow anterior chamber/intra-operative floppy iris syndrome (ifis), having to bring the lens out of the bag required a lot of manipulation in a tight space and the haptic caused a small descemet's tear paracentrally. The iris was also very floppy near the end and it caused a bit more bleed and inflammation than expected. The surgeon used irrigation aspiration (ia)/second instrument and many other instruments trying to gently dislodge but no success. It only came apart once the lens was completely tilted out of the bag and surgeon used the other company forceps to lift it off the optic surface. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. Precise adherence to the device preparation and intraocular lens (iol) implementation, precautions, and directions for use sections in the [company iol with automated pre-loaded delivery system product information] document is critical for optimal iol delivery, avoiding potential damage to the iol, cartridge, or both. Although the root cause of the reported event remains undetermined, this document identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: 1) improper ophthalmic viscosurgical device (ovd) use: the cartridge should be filled with a qualified ovd product until visible in nozzle tip. Insufficient ovd volume and/or use of a non-qualified ovd may lead to inadequate coverage of the iol and cartridge lumen potentially causing iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. 2) incorrect ovd temperature: ensure both the device and the qualified ovd reach operating room temperatures (between 18 degree c (64 degree f) and 23 degree c (73 degree f)) by equilibrating for 30 and 20 minutes respectively. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become more pliable, affecting proper haptic folding during insertion and unfolding after delivery. 3) excessive dwell time: implant the lens within one minute of reaching the designated pause location on the cartridge nozzle. Leaving the iol in that location for more than one minute can increase the risk of iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. For complete product use information, including additional factors that could influence optimal iol delivery outcome, refer to the product information document referenced above. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).